Manufacturer narrative:
Review of the device history records notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. The analysis determined that the post fracture was due to fatigue initiated by unusual mechanical loading. The location and morphology on the anterior side of the post rule out that they were caused by simple, direct contact between the femoral and tibial components. Additionally, there is no appearance that oxidation played a key role in initiating the fatigue fracture. Based on the outcome of this investigation, a definitive root cause cannot be positively determined. However, the most likely potential root cause is another material such as bone cement caused the unusual loading on the post.

Event description:
The patient presented with pain in her left knee subsequent to total knee replacement originally implanted on (B)(6) 2012. As the doctor revised the knee on (B)(6) 2015, he noticed that the post on the tibial insert had broken. The old tibial insert and post were removed and replaced with a new one. The surgery was otherwise uneventful.